Manufacturer narrative:
Citation: çakal s, et al. Vascular complications after transcatheter transfemoral aortic valve implantation: modified sheath-to-femoral artery ratio as a new predictor. Anatol j cardiol. 2022 jan;26(1):49-56. Doi: 10.5152/anatoljcardiol.2021.147. Presented as a poster presentation at the europcr congress held in paris between 18-21 may 2021. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the incidence, impact, and predictors of vascular complications during transfemoral transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between 2016 and 2019. The study population included 223 patients (predominantly male, mean age 78.7 years). Patients were implanted with either a non-medtronic valve type (n = 163) or a medtronic evolut r via the enveo r delivery system (n = 60). No unique device identifier numbers were provided. Among all 223 patients, 34 deaths occurred within 30 days of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Although a direct correlation was not made, evolut r may have been associated with the following adverse event: annular rupture. Treatment was not specified but may have included: conservative management (manual compression, fluid therapy, or blood transfusion), stenting, or surgical intervention. Although a direct correlation was not made, enveo r delivery system may have been associated with the following adverse events: vessel rupture, hematoma, stenosis/occlusion, aortic dissection, pseudoaneurysm, and major bleeding. Types of treatment performed: conservative management (manual compression, fluid therapy, or blood transfusion), balloon angioplasty, stenting, and surgical intervention. No additional adverse patient effects or product performance issues were reported.